Manufacturer narrative:
On 07-may-2025, the following additional information was obtained: the point of contact could not confirm if a fragment fell inside the patient's anatomy. Postoperatively, an x-ray was performed to confirm whether there was a fragment inside the body. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a frayed grip cable.